Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china, omsc presumed there was the possibility these phenomena were attributed to the following causes for each; [the errors, e105/e106 (lamp error)] aging deterioration would be excluded since the subject device was manufactured 5 years ago. Accidental malfunction of the components on the dr board of the subject device might be the cause of the phenomena. The errors e105 and e106 indicate the error message on led for illumination. The dr board drives illumination led, malfunction of which caused led error. [The error, e110 (optical filter damaged)] aging deterioration will be excluded since the subject device was manufactured 5 years ago. Accidental malfunction of the components on the dr or dp board might be the cause of the dr or dp board failure. The error e110 indicates error on solenoid used in switching light source filter. The dr board drives solenoid, while the dp board controls the light source, malfunction of either board caused solenoid error. [The flickering of the front panel] aging deterioration would be excluded since the subject device was manufactured 5 years ago. Accidental malfunction of the components on the dr board might be the cause of the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomena. As a result, the printed circuit board failures were found, which caused the errors in e105, e106 and e1110 and in addition to the flickering of the front panel of the subject device. The printed circuit board failure was attributed to the failure of the power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the errors, e105/e106 (lamp error) and e110 (optical filter damaged) which indicate that the subject device is damaged were displayed at the unspecified diagnostic procedure. The intended procedure was completed with the subject device. There was no patient injury associated with this report.